Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 550 mcg/ml dilaudid at 304.86 mcg/day and 30 mg/ml bupivacaine at 16.630 mg/day via an implantable pump for malignant pain. It was reported that a dye study was performed on (B)(6) 2016 because the patient had reported their therapy had changed in the last few weeks and symptoms had returned. The physician was unable to aspirate the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Surgical intervention was planned, but not scheduled. The patient was noted to be "alive - no injury" and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.